Event description:
It was reported that during the procedure the fiber was broken after 89000 joules and 17:58 minutes of use. The tip of the fiber was not cleaned during the procedure. The procedure was completed with another fiber. There is no indication of patient outcome.